Event description:
Abiomed - impella 5.5 with smartassist purge fluid leak after spending approximately two months in the hospital at the (B)(6) hospital for heart failure, I was placed on the abiomed impella 5.5 with smartassist. This medical device was implanted because I was awaiting a heart transplant, and my prognosis was poor. On approximately (B)(6) 2022, the abiomed impella 5.5 with smartassist purge fluid began to leak from the purge sidearm of the pump. The purge leak impacted the impella 5.5 system, and low purge pressures occurred. Alarms went off and I notified the medical staff. When the medical staff arrived, I informed them that the purge fluid was leaking from the machine, and it made my gown and sheets wet. I also informed them that the purge pressures had significantly dropped. They tried to repair the leak by rapping it with a maxi-pad. Unfortunately, this did not solve the problem and they continued to try to repair the machine for approximately 2-weeks. The machine continued leaking for two weeks causing me a great deal of stress, knowing this machine was keeping me alive. I was very upset and did not understand why the medical device was failing. The low pressures continued for about two weeks and the hospital contacted the abiomed representative, and they could not resolve the leakage. They informed me that it was too risky to swap the impella 5.5 machine for another machine, so they kept changing the gauze they eventually used. They also used bone wax to try to remedy the leakage to increase the purge pressures. This helped initially, but eventually did not solve the problem. The purge pressures kept going up and down, putting me at great risk for injury and death. It was clear that the impella 5.5 had defective components and device malfunctions that caused a life-threatening situation. On (B)(6) 2022, a donor was identified, and I went through a heart transplant. Following the heart transplant, I began to experience complications, and I was placed on an ECMO machine (extracorporeal membrane oxygenation) for approximately 5 days. I soon regained consciousness and I realized that my left foot was significantly numb, and I was in a lot of pain. The medical team treated the numbness and pain with gabapentin, but this did not help symptoms or relieve the pain. I continued to experience severe numbness in my foot and pain for another 1 1/2 month, until I was discharged from the hospital. Following discharge, I was treated by a physical therapist, neurologist and a pediatrist. My numbness continues, and my pain is getting worse in my left foot. Currently, the pediatrist is treating the numbness and pain in my foot with cortisone injections, but this has not helped. I realize that after numerous treatments over the past 1 1/2 years, my numbness and pain is getting worse. It has caused a substantial disruption in my ability to conduct normal life functions (i.e., walking, running & sleeping). It has also caused me a great deal of anxiety, which I am being treated for by my primary care provider. The entire incident with the impella 5.5 leakage has been traumatic and could have been prevented. After conducting research, I discovered that other patients that experienced purge fluid leaks with impella 5.5, are experiencing similar problems, disability, and permanent damage. I am reporting this problem because my condition is getting worse, and I need help treating this problem. I also hope this report will lead to product improvements that will prevent disability and permanent damage in other patients. Dr. (B)(6).